Event description:
It was reported that the pt presents dropping of the left foot since implant. Two months before the reporting date she also had pain in left leg and the big toe of left foot. The healthcare professional (hcp) confirmed the pt had weakness and increased pain. An MRI showed no signs of granuloma and a CT scan showed no new findings. The pt was referred for neurological consult. It was unk if the event was related to the device. The pump is used to deliver fentanyl 2000 mcg/ml and bupivacaine 7.5 mg/ml. No outcome was reported.